Event description:
A thermogard xp ivtm system (B)(6), an icy catheter (lot # unknown), and start-up kit (suk) (lot # unknown) were used to provide ivtm therapy to a patient after cardiac arrest. The patient's body temperature at the start of the therapy was not provided. The target temperature was set to 37 °c to achieve normothermia. After a couple of days, when the patient's body temperature was 29 °c, it was noted that the 500-ml saline bag was empty. Upon inspection, saline was observed on the patient's bed. The customer stated luers were not tightened properly and the customer did not report any damage to the luers. There were no alarms displayed by the thermogard console during the treatment. The user attempted to replace the suk, but the air trap was stuck in the console. The ivtm therapy was discontinued. No further information was provided by the customer. Per customer, the patient was pronounced dead; however, the time of death is unknown. As reported, the cause of death was not attributed to the zoll device.

Manufacturer narrative:
B5 (describe event or problem) was corrected. The catheter was discarded by the customer and not returned to zoll for evaluation. However, the start-up kit (suk) used in the reported event was returned to zoll and was investigated. Upon visual inspection of the returned suk, no physical damage was observed. No crack or damage was seen on the inflow and the outflow luers. The air trap, check valve, flow meter, or red pinwheel, and the bond within the luers and tubings were in good condition. No device malfunction was observed on the returned suk during testing, and it functioned as intended. Warming the patient to 37 °c did not work due to no saline flow caused by the leak at the luers due to loose connection. This was a user error, not a product malfunction. As per zoll's instructions for use (IFU), "inspect, and tighten each luer fitting as necessary (do not use instruments to tighten luer fittings)." It is not known if any volume of cold saline was entered into the patient's vasculature. At the same time, infusion of 500 ml amount likely did not contribute to patient's death. It is known that administration of sterile saline i.v. Up to 1.5 l is one of the common methods of treatment at the hospitals. In agreement with a customer, there was no patient's effect attributed zoll catheter. Death was probably related to the patient's clinical condition of post-cardiac arrest.

Manufacturer narrative:
The catheter associated with this complaint was discarded by the customer. Since the device was not returned, an investigation could not be performed and a root cause could not be determined. Infusion of 500 ml amount likely did not contribute to patient's death. It is known that administration of sterile saline i.v. Up to 1.5 l is one of the common methods of treatment at the hospitals. In agreement with a customer, there was no patient's effect attributed zoll catheter. Death was probably relate to the patient's clinical condition of post-cardiac arrest.

Event description:
A thermogard xp ivtm system (s/n (B)(4)), an icy catheter (lot # unknown), and start-up kit (suk) (lot # unknown) were used to provide ivtm therapy to a patient after cardiac arrest. The patient's body temperature at the start of the therapy was not provided. The target temperature was set to 37 °c to achieve normothermia. After a couple of days, when the patient's body temperature was 29 °c, it was noted that the 500-ml saline bag was empty. Upon inspection, saline was observed on the patient's bed. It was suspected that perhaps the in/out luers were not connected/tightened properly. There were no alarms displayed by the thermogard console during the treatment. The user attempted to replace the suk, but the air trap was stuck in the console. The ivtm therapy was discontinued. No further information was provided by the customer. Per customer, the patient was pronounced dead; however, the time of death is unknown. As reported, the cause of death was not attributed to the zoll device.

Event description:
A thermogard xp ivtm system (s/n (B)(6)), an icy catheter (lot # unknown), and start-up kit (suk) (lot #096982) were used to provide ivtm therapy to a patient after cardiac arrest. The patient's body temperature at the start of the therapy was not provided. The target temperature was set to 37 °c to achieve normothermia. After a couple of days, when the patient's body temperature was 29 °c, it was noted that the 500-ml saline bag was empty. Upon inspection, saline was observed on the patient's bed. The customer stated luers were not tightened properly and the customer did not report any damage to the luers. There were no alarms displayed by the thermogard console during the treatment. The user attempted to replace the suk, but the air trap was stuck in the console. The ivtm therapy was discontinued. No further information was provided by the customer. Per customer, the patient was pronounced dead; however, the time of death is unknown. As reported, the cause of death was not attributed to the zoll device.

Manufacturer narrative:
B5 (describe event or problem) was updated.